Event description:
It was reported that since 2008, the pt was no longer able to hear with her device. No accident or impact to the pt's head was reported. The pt's external system was checked and found to work properly. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.